Manufacturer narrative:
Following information reported, the radius arm detached from the enterprise 5000x bed's frame. There was no indication regarding patient involvement. No injury was reported. The review of post-market surveillance data and investigation regarding the radius arm detachment, carried out at the manufacturer side showed that this malfunction can occur only under two specific circumstances. First, when the bed¿s backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees). The second scenario may take place when the obstacle is put between the base frame and the radius arm. Based on the limited information gathered, the exact scenario which led to the radius arm detachment could not be determined. In summary, there was no information provided that claimed enterprise 5000x bed was used with the patient when the malfunction occurred. The radius arm detachment was observed, therefore it can be stated that the bed did not meet the manufacturer¿s specification. The complaint decided to be reportable in abundance of caution due to the enterprise 5000x malfunction (radius arm detachment).

Event description:
Following information reported, the radius arm detached from the enterprise 5000x bed's frame. There was no indication regarding patient involvement. No injury was reported.